Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with juvéderm® xc. 3 weeks later, patient developed nodules that were firm and swollen in the lips. 3 weeks later patient was injected with hylenex®. 3 days later, patient was treated with hylenex® once more and broad spectrum antibiotics were prescribed. Barely any resolution (only 10-15% better). Notably, patient was chewing on the inside of the mouth and had an ulceration there before these nodules developed. Event was also reported as ¿lip granuloma¿. Biopsy confirming ¿granuloma¿ was not provided. Hcp has done 3 5-fu treatments. It is softening and getting smaller. However, it¿s been about 2 months into this, at least counting the hyaluronidase injections. Hcp has been doing 0.01cc per nodule (there are 7) q 2 weeks. The event is ongoing.